Event description:
It was reported that post implant there appeared to be oversensing of the p-wave on the ventricular channel. The device was checked several hours later and the oversensing was rare. A possible grommet issue was suggested. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.